Manufacturer narrative:
Summary of evaluation: device was not evaluated, as it was not returned for evaluation but rather was retained by pt.

Event description:
Revision surgery revealed loosening of the tibial baseplate.